Event description:
Event description guidant received information that the implantable cardioverter defibrillator (ICD) displayed a long charge time yet the battery status remained at bol (beginning-of-life).